Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4) failing air-in-line sensor not detected. Prior of calling technical support, (B)(6) already replaced the ail assembly and still giving him the same issue. (B)(6) ask me to remote in and watch him running the test. We run the analog sensor test. (B)(6) also replaced the upper stream transducer sensor but still failing. I suggested to just send it in for repair for level 1. (B)(6) agreed to just send it in.